Event description:
Terumo medical corporation received the following reported information: a lower extremity angiogram was performed. Upon completion an angiogram of the common femoral artery was performed. An angio-seal device was entered over a wire but would not traverse into the artery. The device was removed, and manual pressure was held. The patient was in stable condition following the procedure. Additional information was received on 11nov2025: the procedure sheath size used was a 6 french 45cm vascular sheath. Abdominal aortogram with bilateral leg angiogram was performed before deployment. Common femoral disease was noted in the right leg. The procedure was successful. The device did not have noticeable damage.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory control coordinator. One (1) 6fr angio seal device was returned to terumo medical corporation for product evaluation. The returned sample included carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated and kink was noted at the blood inlet holes of the assembly. The sheath and locator were returned fully mated and kink was noted at the blood inlet holes of the assembly. The complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely was determined to have been damage sustained by the sheath and locator assembly during device insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).